Event description:
The customer stated that she was hospitalized with a blood glucose reading over 500 mg/dl. The customer stated that the cannulas of her infusion sets sometimes came out bent. The insulin pump alarmed no delivery prior to the event. The customer stated that she will call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.